Event description:
It was reported that the patient was experiencing stimulation. The physician attempted to reposition the lead but the stimulation was still present. A new device was implanted that could be programmed to avoid the stimulation. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.